Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a cloudy image during a transurethral resection of the prostate (turp) procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as cloudy image would not cause or contribute to a death or a serious injury if it were to recur.